Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported black screen issue and observed noisy image could not be determined, however, the issues were likely the result image sensor unit damage (disconnection, etc.) Or a printed circuit board component failure, due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation concluded that the allegation was confirmed because image noise occurred as a result of damage to the charge-coupled device unit and the image could not be seen temporarily. Additional issues were identified during the device evaluation: the distal sheath adhesive was chipped and the venting connector of the light guide connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye laparo-thoraco videoscope displayed a black screen. No patient injury or procedure impact was reported.